Event description:
The customer reported via phone call that the insulin pump experienced a bolus wizard anomaly. The customer's doctor stated that the customer had tried to program a bolus and entered her blood glucose and carbohydrates. The customer's blood glucose was 348 mg/dl. The bolus wizard calculated 3 units, but then it began changing to 12 units, then 30 units without any input by the user. The doctor also stated that the insulin pump alarmed bad battery, battery out limit, and no delivery. The doctor declined troubleshooting and requested to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.